Event description:
The customer reported that she was pushed in a pool and the insulin pump turned off. Troubleshooting was performed and the device had a blank display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly. In addition, the device was received with a cracked reservoir tube.